Manufacturer narrative:
Base on the available information, the event is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder patient. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive moldable wafer and this event is temporarily associated with the skin where the problem occurred. End-user was instructed on the proper use of stomahesive powder, and will call ostomy secrets to order silesse barrier spray. No additional event/ patient details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user states that they noticed a blistered area to peristomal skin located under wafer's mass, after 1 - 2 days "weartime." End-user also states that normal "weartime" for this box of wafers is 5 days, however they have only received 2 days because wafer will not adhere.